Event description:
The user facility reported their reliance 777 washer was leaking water. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the drain valve was missing a retainer clamp. The missing retainer clamp allowed the hose that is connected to the drain valve to expand, resulting in a water leak from the back of the unit. The technician replaced the retainer clamp on the drain valve and verified the proper operation of the part. While repairing the drain valve, the technician found the recirculation pump leaking a significant amount of water. The technician promptly addressed and cleaned the pump water leak. The technician stated that during the repair and adjustment of the drain valve, the pump shaft seal was compromised resulting in the water leak. The technician replaced the pump, ran several test cycles and placed the unit back into service. The unit was installed in november of 2004 and is under a steris service contract. The last pm for the unit was completed on (B)(6) 2013. At this time, the technician verified the proper operation of the unit and no leaks were noted.